Manufacturer narrative:
Nevro is awaiting prognosis for the patient's condition.

Event description:
It was reported to nevro that a patient experienced difficulty moving extremities following an implant procedure. A CT scan was performed and looked good. The physician indicated that the adhesions on the patient's spine from prior surgeries led to spinal cord irritation that will resolve over time. The patient is currently in the hospital undergoing rehabilitation.

Manufacturer narrative:
Follow-up report indicated that the patient worked with the care team and is able to move extremities with no difficulty. The device was not explanted and there were no reports of further complications regarding this issue. The manufacturing records were reviewed and no non-conformities were found.